Manufacturer narrative:
(B)(4). Medical device: persona articular surface fixed bearing posterior stabilized (ps) catalog # 42512400711 lot # 64074196. Report source: (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation.  However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filled for this event: 3007963827-2019-00088. Product location is unknown.

Event description:
It was reported that during total knee arthroplasty, the surgeon failed to insert the device with the mating component. Attempt for further information has been made, but no further information has been provided.